Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the right ventricular lead. The clinician stated that there were past non-sustained right ventricular over-sensing episodes recorded by the device. Low impedance measurements and externalized conductors were also observed. The physician elected to cap and replace the lead on (B)(6) 2020. The patient was stable.